Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone17.4 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported that they went to the emergency room (ER) on (B)(6) 2025. The patient reported an infection (cellulitis) at the pod site, requiring antibiotics, but preferred speaking with the clinical department, so detailed information was not initially gathered. The patient experienced symptoms such as redness, drainage, warmth, pain, burning, swelling, and sensitivity to touch. The visit lasting 30 minutes to 1 hour. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The pod was received with the soft cannula deployed and the adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage or defects to the exposed soft cannula, the adhesive pad, or the adhesive welds that would contribute to the reported event. During fluid path testing, fluid flowed freely through the fluid path. The pod data did not present any issues that would indicate a failure to deliver insulin. The exact cause of the reported infection and swelling at the infusion site could not be determined.